Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, both haptics were stuck to the optic. During an additional surgical procedure seven days later, the surgeon was able to release the haptics from the optic using a handpiece. The device remains implanted and is now well positioned.

Manufacturer narrative:
The complaint sample was not returned by the reporting facility; the device remains implanted. Product history records were reviewed for the oil and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.